Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. While evaluating the device, the ventec service technician heard an audible grinding sound - like plastic on plastic. Ventec then opened the device in order to perform a visual inspection, and as it was being disassembled a piece of plastic broke off of the end of the blower. Based on the evidence available, this was the likely source of the grinding sound heard by the technician and also likely caused the observed failure to maintain peep during testing. Ventec replaced the blower to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the blower.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.